Event description:
This pt was admitted for pacemaker problems. It was determined that it was not functioning properly. The physician determined the device had post sensing capability. A new pacer was implanted with no problems.